Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and it was able to open and close its arms. Microscopic examination was performed, and no failures were found on the clip. Functional examination was performed, and the clip assembly was able to perform the first activation and release the clip assembly. Functional inspection was performed using the tortuous fixture as per procedure and clip deployment test procedure. No other issues with the device were noted. The reported clip unable to release from catheter was not confirmed. Investigation found that the device returned with the clip assembly still attached and it was able to open and close its arms. Additionally, a functional inspection was performed using the tortuous fixture as per procedure and the clip was able to deploy without problems. Product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, the most probable root cause for this complaint is no problem detected.